Event description:
The customer reported the insertion section was damaged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material coming out of the suction channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material coming out of the suction channel due to damage to the suction tube in the control section. The reported issue (damaged insertion section) was confirmed during testing. The connecting tube was dented due to handling. In addition, there was an air leak due to a pinhole on the forceps channel, the adhesive around the light guide lens and objective lens was cloudy due to handling, the control unit was damaged due to handling, the paint on the suction cylinder and air/water cylinder was peeling due to deterioration caused by reprocessing, switch one was scratched due to physical stress, the suction cylinder was shaved due to being scraped by the cleaning brush, the control unit was corroded due to water infiltration, water removal function failed due to clogging of the nozzle, the adhesive on the bending section cover was cracked and cloudy, angulation in the up direction was insufficient due to elongation of the angle wires, there was a leak on the connecting tube due to a pinhole caused by a scratch on the tube, the distal end cover was scratched, and the universal cord was wrinkled due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.